Event description:
Ous MDR. After an implantation time of about 5 months, oversensing was reported.

Manufacturer narrative:
Ous MDR. The analysis demonstrated a fractured inner coil near the lead tip. This damage can be considered as the cause for the oversensing as mentioned in the complaint. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implant state. Diagnostic images clarifying the position of the lead in the implanted state were not available for analysis. It is reasonable to assume that the damaged shock coils and the cuttings in the outer insulation are due to mechanical stress during the explanation procedure.